Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator replacement procedure, the ventricular lead exhibited high pacing threshold. The lead was capped and replaced. The patient was in normal condition following the procedure.